Event description:
I had a plate put in my foot designed by a company called (B)(4). A year after the procedure I was having pain due to the plate being very close to the top of my skin. My provider went to remove it but was unable due to a proprietary tool being missing during the procedure that she was unaware of due to the company not informing her. That surgery was aborted, and now I am left with the plate in my foot that still causes pain. Upon follow up, the company suggested that my provider use tools that would have damaged my foot but any surgical center would have on hand. Thus, their retroactive attempted at not assuming liability was to unnecessary break and harm my foot in order to remove their plate. If a proprietary tool is not required for removal, why do they have one? My provider was unaware of any such tool and called their office during surgery for guidance but ultimately was given no help in the situation aside for the very unreasonable suggestion of breaking my bone to remove the plate. The company claims there was a tutorial video available but without prior knowledge of such a thing, no one knows of its existence. (B)(4) was negligent in their ability to properly prepare and educate my provider with all relevant information needed for my procedure. So now, I have been out of work for 2 weeks for a surgery I will ultimately have to get again because the original plate that caused such pain is still in my foot.